Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's device was unable to connect to their remote transmitter, possibly caused by a radio frequency chip anomaly. No intervention was performed. There were no patient consequences.